Event description:
Medtronic received information that the patient with this implanted mechanical heart valve passed away the day of device implant due to a myocardial infarction that resulted from the device¿s sewing ring blocking the right coronary ostium. It was reported that prior to the implant of the valve a root enlargement was done due to the patient¿s small annulus; in addition, the patient had a low right coronary ostium. The valve was implanted and the patient transferred to recovery with no adverse effects. During the recovery period, an electrocardiogram revealed changes from the previous test done directly after implant. The patient was monitored, and two hours later was taken back to the operating room to place a graft to the right coronary artery. The patient expired later that day.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the device to medtronic, the clinical observations cannot be confirmed and the causes of the right coronary ostium obstruction cannot be determined. Based on the received information, patient prosthesis mismatch could be a potential cause of the obstruction on the right coronary ostium. With the limited information available, a relationship between the device and the death could not be established. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
The device was not explanted and therefore has not been returned to medtronic. (B)(4).